Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while interrogating a (implantable heart) device, the programmer would get to the "device identification" screen but would shut down when it started to interrogate the device. This recurred several times and was eventually found to be related to a competitive programmer which was turned on nearby. Once that programmer was shut off the issue resolved. The programmer has not been received into service. There was no patient involvement.